Event description:
This event is reportable based on the product analysis approved on 07/02/2007. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure the 3.50x24mm taxus liberte drug eluting stent system became stuck on the wire and could not be advanced to the lesion. There were no patient complications. The procedure was successfully completed with another 3.50x24mm taxus liberte drug eluting stent. Patient status is reported as "ok". However, the returned product analysis revealed that a tip detachment occurred.

Manufacturer narrative:
Device evaluation: examination of the device noted that the tip of the unit had not been returned for analysis. Therefore, it could not determine if the tip had contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure. Bsc ID#: a00062941 / tw414374